Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and restenosis was discovered. Lesion 1 was a de novo lesion located in the proximal left anterior descending (prox lad) artery with 85% stenosis and was 10mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct placement of a 3.50 x 12 mm taxus liberte stent, with 9% residual stenosis. Lesion 2 was a de novo lesion located in the 1st obtuse marginal with 80% stenosis and was 14 mm long with a reference vessel diameter of 3.4 mm. The physician treated the lesion with direct stent placement using a 3.00 x 16 mm taxus liberte stent, with residual stenosis of 9%. The subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for chest pain associated with shortness of breath and nausea. EKG performed on the day showed no st elevation or depression. The 90% proximal edge stenosis of previously deployed study stent in prox lad was treated with placement of a 3.5 x 20 mm promus element stent, with 9% residual stenosis. The event was resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).